Event description:
It was reported that the insulin pump could not be restarted and the an alarm occurred. Nothing further was reported.

Manufacturer narrative:
The display was frozen due to a problem isolated to the interface board. No functional testing could be performed due to the frozen display.